Manufacturer narrative:
This is a final report. Complaint involved a training issue, hence no product will be returned for investigation. Note: the date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called customer service to obtain assistance noting she had attempted to download her readings from her adc blood glucose meter to send them to her diabetes educator but was having difficulties. Customer further reported that due to this she was given glucose and that she was unable to self-treat. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.